Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. Due to this issue, the customer's blood glucose level exceeded 500 mg/dl and displayed "high," though the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not require incapacitating third-party assistance. The pump became damaged when it was dropped or hit the ground. Technical support decided to replace the pump and advised the customer on the necessary steps for using the replacement device, including allowing the current pump's battery to deplete and returning it to tandem. The customer understood all instructions and a replacement pump with updated software was sent to them without requiring a delivery signature. Customer reverted to an alternative method of insulin therapy.